Manufacturer narrative:
(B)(4). The customer reported that the device will not be sent in because it as already been repaired and returned to service. Unable to confirm the complaint of smoke coming from the device because the product was not returned for investigation.

Event description:
The biomed called to report the alaris infusion device started smoking while in use on a pt. The nurse reported she saw smoke coming out of the device. The device was removed from the pt immediately. No pt or user harm occurred. The biomed stated the device was repaired and the iui connectors were changed on both the pc unit and the pump module. He stated that he saw dried fluid on the burned iui connector. He reported he took the device apart and no damage or fluid was noted inside. After the repair, he did preventive maintenance on the device and put it back in service. The customer stated the pc unit was not involved. The smoke was visualized coming out of the 2 pump modules that were connected. The customer was not sure which device was the source of the event. The customer stated that no further pt or event info is available.